Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A photo was returned for review. Based on the photo provided the balloon appears to have a radial separation on the working length. A longitudinal rupture is also visible on the working length extending distally towards the tip. A conclusive cause for the reported patient effects of pain and delirium, and the relationship to the product, if any, cannot be determined. The reported patient effect of pain is listed in the instructions for use percutaneous transluminal angioplasty catheter, armada 35/armada 35 long length as a known patient effect of the procedure. The investigation was unable to determine a conclusive cause for the reported balloon and tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion, heavily calcified, mid superficial femoral artery. A 6.0x100mm armada 35 balloon dilation catheter (bdc) was inflated to nominal pressure one time without issue. There was no resistance felt during withdrawal. The patient was discharged; however, a few weeks after the procedure, the patient felt pain in the leg and was re-hospitalized for treatment. The patient's leg was surgically opened and it was confirmed that the tip and balloon of the armada 35 were still in the vessel. Both were successfully removed. After the incident, the patient felt delirium and was hospitalized in a nursing hospital for rest as treatment. No additional information was provided.